Event description:
Patient requested removal of her 5+ year femoral nail during unrelated knee surgery. During screw removal, the tip of the conical extraction screw broke off in the cap. The broken tip and the remaining hardware were left in the patient.

Manufacturer narrative:
Additional information has been requested. Device is an instrument and is not implanted. The device history record was reviewed and no complaint related issues were found. Investigation could not be completed as no device was returned.